Event description:
An eye care practitioner reported that a patient presented with red eyes and was found to have a corneal ulcer. Follow up information received on (B) (6) 2010, indicated patient experienced a left eye central .5mm corneal ulcer with 3-4 mm infiltrate surrounding, moderate staining and mild anterior chamber reaction. Diagnosis of bacterial keratitis, treatment consisted of besivance g 1-2hrs, tobramycin ung qhs. Visual acuity noted as 20/20 pre and during event. Follow up visit scheduled for (B) (6) 2010. Request has been made for additional information, however, no further details have been provided at the time of this report.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. The product was not made available in order to conduct an evaluation. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. (B) (4).